Manufacturer narrative:
(B)(6).

Event description:
It was alleged that two evac 70 xtra hp wands became blocked. The procedure was successfully completed using an alternate device/method. There have been no reported patient complications.

Manufacturer narrative:
Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the customer¿s complaint could not be verified, nor could a root cause be determined with confidence. The wand may have been blocked by large volumes of tissue during suction excavation. The instruction for use (IFU) provided with the device contains precautionary statements and instructions for suction maintenance: for wands with suction, failure to maintain the recommended suction may result in device failure. Evac wands also incorporate suction lumens which are designed to evacuate bubbles and/or small particles of tissue from the surgical field, and not for large volume suction and/or surgical field evacuation. There were no indications during manufacturing record review to suggest the device did not meet product specifications upon release into distribution.